Event description:
It was reported that defibrillation threshold (dft) testing at implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of the induced arrhythmia. The undersensing resulted in a 24 second delay in detection and therapy delivery to convert the rhythm. The procedure was completed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.